Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.